Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If the product is received for analysis, or if additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that approximately five years, nine months post implant of this bioprosthetic valved conduit in a pediatric patient, this device was explanted and replaced due to stenosis. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.